Manufacturer narrative:
Laboratory analysis summary device photograph(s) for the device related to the reported event of rupture and capsular contracture requested on jun 10,2025. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. As baker grade ii was provided, the event of capsular contracture will be unreported.

Event description:
Healthcare professional further reported baker grade ii. Capsular contracture will be unreported.

Event description:
Healthcare professional reported a right side rupture confirmed via ultrasound. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.